Manufacturer narrative:
Other, other text: d4: UDI section is unknown. No information has been provided to date. Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that during a scope guided intubation, the first two cuffs ruptured. The second tube was placed via an existing guide tube, without difficulty. The third tube was the correct one. No patient injury or adverse effects were reported. One patient, two product malfunctions. (B)(6) represent the same patient.